Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering a "replace" error message with the adc device and the customer was unable to obtain glucose readings. As a result, the customer "felt that their sugar was low" and self-treated with chocolate but they lost consciousness and hit their head. The ambulance was called and upon arrival, the customer was taken to the hospital where a healthcare professional (hcp) provided liquid glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.